Event description:
It was reported that there was an alert for high impedance. The physician did a non-invasive electrophysiology study with the svc coil turned off and it was successful. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.